Event description:
It was reported, catheter cut 3cms from the cone inside after two months of use. The catheter appears with a semicircular cut in approximately almost the entire catheter. No other instrument has played it. It did not cause harm to the patient since the professionals realized that the catheter reflux was not correct. The catheter was carefully removed so that it would not cause harm to the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One video and one photograph of a powerpicc were returned for evaluation. An initial visual observation of the video showed that as the catheter was inserted into an arm and as it was flushed, a red liquid leaked out from the catheter tubing from within the body. An initial visual observation of the photograph showed a split in the catheter tubing. There were no distinguishing features in the returned video and photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, catheter cut 3cms from the cone inside after two months of use. The catheter appears with a semicircular cut in approximately almost the entire catheter. No other instrument has played it. It did not cause harm to the patient since the professionals realized that the catheter reflux was not correct. The catheter was carefully removed so that it would not cause harm to the patient. Additional information: total length of catheter is 40cm. PICC inserted in basilic vein, catheter trimmed to size of patient. Heparin used to lock the catheter between use. Statlock used to secure oicc straight along patient's arm. PICC used for oncology treatment: oxaliplatin and 5-fluorocil. Catheter interventions taken: urokinase negative pressure maneuver. Catheter malfunctioning / x ray and loop identified. Break was found inside the patient at 4cm mark 40 days after insertion. 2 % digluconate chlorhexidin 70% alcohol used to clean catheter during dressing change.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, catheter cut 3cms from the cone inside after two months of use. The catheter appears with a semicircular cut in approximately almost the entire catheter. No other instrument has played it. It did not cause harm to the patient since the professionals realized that the catheter reflux was not correct. The catheter was carefully removed so that it would not cause harm to the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.